Event description:
It was reported that the stimloc cap on the left implantable lead was removed due to skin erosion and infection. There was no other device implanted to replace it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported a culture was taken from the burr hole. The type of infection was unknown, however, it was resolved. The patient's status was stable. Additional information has been requested, but was not available as of the date of this report.